Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. It was noted that the pacing impedance measurements have been steadily rising over the past year; however, all other lead measurements were within range. The patient was scheduled for a follow up at a later date. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
The patient was scheduled for a follow up at a later date. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming rv lead impedance greater than 2,000 ohms and increased pacing threshold measurements during patient followup. Boston scientific technical services (ts) also indicated that the memory download confirmed the issue and further noticed a small noise on shock channel which appeared to be myopotential noise and were more likely coming from extreme abdominal contractions. Ts discussed the potential causes for the reported observations and advised lead replacement should pacing threshold measurements become too high.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.